Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl at time of incident and treated with manual injections. Customer noticed that the set adhesive being wet after giving an insulin delivery. Customer stated that the location of the leak was at the top of adhesive possibly quick release. Customer was using a quickset infusion set. Customer stated that the insulin pump was not dropped with set in place. The devices will not be returned for analysis.